Manufacturer narrative:
(B)(4). No flow condition not confirmed. No evidence of blockage or abnormality was visually detected from the sample. Device's luer cap was removed and flow was readily observed at the luer. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
Baxter (B)(4) received a report of one (1) ce infusor lv10 device which was filled with timentin 9.3g. The device reportedly failed to run. There was no patient involvement. No patient injury or medical intervention was reported. This is total report number 5 of 5.